Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that an employee obtained an injury while operating a fully loaded transfer carriage to be placed in a 48" century sterilizer.

Manufacturer narrative:
The employee subject of the reported event sought and received medical treatment. During the time of the reported event, the employee was operating a fully loaded transfer carriage and as the employee went to align the transfer carriage with the sterilizer the employee noticed the items on the loading rack were loaded too high to properly fit into the sterilizer. An item on the top loading rack made contact with the access panel located on the sterilizer causing the access panel to fall and contact the employee's shoulder. On (B)(6) 2017, a steris service technician arrived onsite to inspect the unit. The technician found that the user facility had already adjusted and secured the access panel back onto the sterilizer. The steris technician confirmed the access panel was secure and found the unit to be operating according to specification. While onsite, the technician counseled user facility personnel on the proper use and operation of the unit. No additional issues have been reported.